Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported that impella rp position is incorrect. The rp was repositioned since it was very shallow, and the physician thinks the pigtail is malpositioned and not across the valve. The impella rp was explanted due to positioning issues.

Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Based on clinical description & data analysis, the root cause of positioning issue was most likely due to use related.